Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer reported that the universal surgical manipulator (usm) 2 was very difficult to move. It was stated that when docking the endoscope on usm 2, it was very difficult to move at the surgeon side console (ssc). However, it was confirmed that they have the scope in usm 3 and they are able to do the procedure with 3 usms. There was no obstruction at the patient side cart (psc). The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting universal surgical manipulator (usm) issue, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the usm. The system was tested and verified as ready for use. Isi has received the usm for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
The universal surgical manipulator (usm) was returned, and failure analysis confirmed the reported problem. The usm has stiffness and noisy when moving in yaw and pitch directions. Upon further investigation the link 3 belts were found to be grinding against the housing frame.

Event description:
Refer to h10/h11 for follow-up information.